Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h11. The customer contacted olympus technical assistance support (tac) via phone. The issue was resolved after correct configuration and rebooting. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a component configuration issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not getting a picture. The issue occurred during installation. There was no patient involvement.